Event description:
It was reported that the procedure was treating a heavily tortuous, heavily calcified, 90% stenosed lesion in the proximal left circumflex coronary artery. After pre-dilatation with a 2.5x15mm balloon, the 3.5x15mm xience v stent delivery system (sds) failed to cross the lesion due to the patient anatomy. Resistance was felt with the anatomy during advancement and retraction. A 3.0x15mm xience v sds was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance and the reported difficult to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.